Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative (rep) reported the date of the refill was between (B)(6) 2023 and (B)(6) 2023. The cause of the volume discrepancy was unknown and no other diagnostic procedures had been performed. It had been reported the pump had been completely emptied at the refill and refilled with new medication. The plan had been for the care team to check the volume and color of medication at the patient's next refill, which was not scheduled yet.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding patient receiving baclofen (1,519.3 mcg/day/ 3000 mcg/ml) via an implantable pump. It was reported that following pump replacement, the patient presented to have his first pump refill. When emptying the pump, the managing healthcare provider (hcp) noticed a pink tinge to the fluid aspirated. In addition, a slight volume discrepancy of plus four ml from what was expected to be aspirated. The managing provider also noted that she felt she needed to apply extra pressure to fill the pump with new medication from the reservoir port. Dye study was conducted 2023-02-23. The catheter was easily aspirated from the cap port. Dye was then injected and visualized exiting at the catheter tip. No kinks or obstructions identified during dye study as well. No interventions taken at the time. Per managing physician, they will see how everything looks at the next refill appointment. The environmental/external/patient factors are not available. The patient weight and medical history were asked but unknown. The patient status was alive and no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.